Manufacturer narrative:
Literature citation: kiyoshi tarukado, osamu higashino, hikaru ikuta, toshiro doi. 'Clinical experience with balloon kyphoplasty". Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Mean age is 79 years. Pt sex: 4 males; 17 females. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that 21 patients (4 males, 17 females, mean age: 79 years) were included in this study out of 27 patients that underwent balloon kyphoplasty procedures to treat "osteoporotic vertebral fractures and delayed union". The treated levels were t7 to t10 (3 vertebrae), t11 to l2 (18 vertebrae), l3 to l5 (one vertebrae), respectively. Instability was evaluated using lateral x-ray images in the sitting and supine positions. When either "vaccuum cleft is observed between cement and vertebral body or "shortening of posterior vertebral wall is observed" was met, it was defined as instable. It was reported that "nine vertebrae were determined as instable postoperatively". No further information was reported.